Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring.

Event description:
The customer reported via phone call that the part of their insulin pump was missing. The customer¿s blood glucose level was 213 mg/dl at the time of the incident. Customer also stated that reservoir did lock in place while inserted. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.